Event description:
Journal reference: temel y, wilbrink p, duits a, et al. Single electrode and multiple electrode guided electrical stimulation of the subthalamic nucleus in advanced parkinson's disease. Neurosurgery 2007; 61 (5, suppl.2) :346-357. The article describes the results of a study were 55 pts were treated for symptoms of advanced parkinson's disease with bilateral deep brain stimulation (dbs) of the subthalamic nucleus (stn). The purpose of the study was to evaluate intraoperative electrophysiological techniques related to microelectrode recording to determine if there was any affect on pt outcome. In one group of pts, a single microelectrode (not medtronic) was used and in the other group, multiple (up to five) microelectrodes (not medtronic) were used to establish the best positon to implant the permanent medtronic model 3389 dbs leads. In pts where the multiple microelectrode approach was used, the results demonstrated subtle deterioration in neuropsychological functions, particularly in memory function. These subtle changes in neuropsychological function were not determined to be significant based on interviews with pts and partners. Pts were assessed at 3 months and 12 months post dbs system placement. Add'l complications not specifically related to the microelectrode techniques were also included in the article. Four pts (leads n=4) experienced hypomanic symptoms following surgery. Treatment and outcome info was not provided.